Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced severe dysphagia symptoms leading to linx device explant. The linx device was used as part of the anti-reflux procedure. - uneventful anti-reflux procedure including hernia repair, mesh use, and device implant on (B)(6) 2016. - balloon dilation(s) conducted prior to removal. - uneventful device explant (B)(6) 2017. - linx device found in the correct position/geometry; it was noted that the device may have been undersized during implant. - patient was reported as doing well after explant with no side effects or complaints.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced severe dysphagia symptoms leading to linx device explant. The linx device was used as part of the anti-reflux procedure. -uneventful anti-reflux procedure including hernia repair, mesh use, and device implant on (B)(6) 2016. -balloon dilation(s) conducted prior to removal. -uneventful device explant (B)(6) 2017. -linx device found in the correct position/geometry; it was noted that the device may have been undersized during implant.